Event description:
It was reported by the vns patient, who visited the hospital due to an earache and increased seizures as noted in manufacturer report # 1644487-2012-03033, that a local physician indicated he could not use his handheld programming computer because it was not working. No vns dosing physician is known in the area to the manufacturer by the name provided by the patient. Follow-up with the hospital staff found they were also not aware of any local physician by the name provided. No further information is known to attempt follow-up.